Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The device was visually and microscopically examined. A crack in the fiber tip was observed and the fiber connector exhibited burn marks, while the fiber body did not exhibit any breaks. The cracked tip could have occurred due to procedural conditions, such as physician technique, size and composition of the material being ablated. The burn marks are likely due prolong use of the device. Based on the information available and analysis results, the fiber tip crack identified in the fiber could have caused or contributed to the reported clinical observation of device stopped working.

Event description:
It was reported that after a few minutes of use, the fiber stopped working. Another device was used in order to complete the procedure. There were no patient complications reported. Upon analysis, it was noted that the tip of the fiber was cracked.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The device was visually and microscopically examined. A crack in the fiber tip was observed and the fiber connector exhibited burn marks, while the fiber body did not exhibit any breaks. The cracked tip could have occurred due to procedural conditions, such as physician technique, size and composition of the material being ablated. The burn marks are likely due prolong use of the device. Based on the information available and analysis results, the fiber tip crack identified in the fiber could have caused or contributed to the reported clinical observation of device stopped working.

Event description:
It was reported that after a few minutes of use, the fiber stopped working. Another device was used in order to complete the procedure. There were no patient complications reported. Upon analysis, it was noted that the tip of the fiber was cracked.